Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a tracheostomy on (B)(6) 2025, unrelated to lvad procedure. The patient had pre-existing dilated right ventricle and mildly depressed right ventricular systolic function. The patient exhibited symptoms of hypotension and multi system organ failure. The patient continued to require intermittent positive pressure ventilation, worsening rv failure requiring escalation in pharmacologic rv support due to chronic rv failure, sirs inflammation, and distributive shock.

Manufacturer narrative:
Corrected data: section b5: event description corrected. Section h6: health effect - impact code corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a device related issue did not cause or contribute to the right heart failure, respiratory failure, sirs, or shock. The device operated as expected and was not considered related to the death. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists respiratory failure, right heart failure, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to acute-on-chronic hypoxemic hypercapnic respiratory failure, right ventricular failure (rvf), systemic inflammatory response syndrome (sirs) inflammation, and distributive shock. The device would not be sent back.